Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Cuttings of the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that a revision procedure was performed. This rv lead was non-functioning and was extracted. Upon inspection of this lead, the helix was observed to be not extended. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.